Event description:
Patient reported left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side allergy (not device related) and seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ allergic reaction/hypersensitivity-delayed-ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported left side capsular contracture baker grade iii. Patient later reported allergy (not device related) and seroma. Device has been explanted.